Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes < noe> 1 </noe> malfunction event in which the device was stuck in run mode, presenting a condition in which the device could be inadvertently activated. There was no patient involvement; no patient impact.